Event description:
A healthcare professional reported air did not come out while initiating the air infusion line, however when changed over to fluid it worked as expected during the vitreo-retinal procedure. The cassette was replaced and the air infusion line worked as expected. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One cassette was returned and visually inspected. The pos (position) 3 ID (inner diameter) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. The sample primed and passed iop (intra ocular pressure) calibration successfully. However, no fluid was observed from the lpas (lower pressure air source) port of the cassette to the infusion airline. The broken ID tab prevented the console to toggle the fluid and air valve. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).